Event description:
It was reported that adequate measurements could not be obtained. Intermittent capture, high pacing lead impedance and undersensing were observed. Repositioning was unsuccessful, the lead was replaced and returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.